Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 07/31/2018 stating that the right atrial automatic threshold had failed and the output had increased to 5.0 volts. The following physician was dr. (B)(6) at (B)(6) medical clinic in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).